Event description:
It was reported that a perforation and pericardial effusion occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During deployment of the closure device, patient became hypotensive for which a perforation and pericardial effusion were noted via echocardiography. At this time, the device met all criteria and was successfully released. A pericardiocentesis was then performed and the patient stabilized. No further complications were reported. Patient has been discharged.